Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). G2 foreign: norway. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor was seized and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported outside of surgery that the device does not work on compressed air and there was no sound was tested. There was no harm or delay reported as there was no patient involvement. Due diligence is complete as no additional information is available. During product evaluation the air dermatome motor was found to be seized. No adverse events were reported as a result of this malfunction.